Manufacturer narrative:
Investigation summary complaint of disconnection / loose connection on item mc330419 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. 4/14/2026: the device history lot#14602638 was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
An event involving a smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock reported that after the baby was returned from skin-to-skin care, staff checked all the lines and found that the morphine line had come loose and was on the floor. The peripherally inserted central catheter (PICC) site and dressing were still secure, and all other lines were connected properly. The disconnected morphine and tubing were thrown away. A new morphine infusion was prepared and connected. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed. Additional contact info/distributor (B)(6). Additional contact info (B)(6).